Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04/11/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the polyethylene was clearly fractured. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 05/04/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Patient was revised to address poly wear. Update rec'd 04/11/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the polyethylene was clearly fractured. At this time there is no new information that would change the existing MDR decision. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.